Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys free psa on a cobas e411 rack. No questionable results were reported outside of the laboratory. The sample initially resulted in a free psa value of < 0.01 ng/ml. In (B)(6) 2023, the patient had a total psa value of 6.98 ng/ml and the patient has benign prostatic hyperplasia. The initial value did not agree with this previous total psa value. The sample was repeated, resulting in a free psa value of 1.05 ng/ml. This value was deemed correct.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). For the calibration performed on (B)(6) 2024, the first level recovered within the expected range, but the second level was below the expected range. The customer runs qc once a week. The provided data were within range, except for one day when the qc level was higher than expected. A general reagent issue could be ruled out as qc run prior to the event was within range. Upon review of the alarm trace (B)(6) 2024, no relevant alarms were observed. The investigation is ongoing.